Event description:
Non-abbvie device. Healthcare professional reported "rupture". This record is for the left side. The device status was explanted.

Manufacturer narrative:
E1. Phone number continued: (B)(6). E1. Fax number continued: (B)(6).

Event description:
Healthcare professional reported "rupture". This record is for the left side. The device status is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.